Event description:
It was reported that lens was repositioned approximately 5 weeks post implant due to z-syndrome and capsular tension ring was inserted. However z-syndrome reoccurred on (B)(6) 2015, and subsequently, the lens was exchanged 5 months post implant. Another model lens used as a replacement. The patient's current prognosis was described as "excellent". This report pertains to the patient's left eye.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found portion of a haptic missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (023147) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.